Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) gave a battery depletion (bd) alert, with it been under an advisory notice for premature battery depletion (pbd), so it was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis.